Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator wire. The insulin pump had a cracked display window corner, reservoir tube, and reservoir tube lip. There were minor scratches on the display window and the end cap sticker was missing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump would not vibrate. The customer reportedly did a self-test and the insulin pump did not vibrate. The customer was advised to revert to a back-up plan. The customer's blood glucose was 7.6 mmol/l. Nothing further was reported.